Event description:
A healthcare facility reported that an mr850 respiratory humidifier with rt210 breathing circuit was not providing proper humidification. This was occurring in the burns unit where the ambient room temperature was in excess of 90 degrees fahrenheit (32 degrees celsius). The ventilator flow sensors were also overheating. A change in humidifier, breathing circuit, flow sensors, and ventilator did not produce an increase in humidity. No patient consequence was reported.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. An investigation was carried out based on the event description and visit to the site by our clinical specialist. Results: the change of equipment by hospital staff with no noticeable change in humidity performance suggests the ambient temperature conditions were having a significant effect. The site visit to check parameters found the ventilator gas exit temperature was between 31 degrees celsius and 34 degrees celsius, and room temperature 32.8 degrees celsius to 34.1 degrees celsius. The ambient temperatures in a burns unit is commonly higher than other intensive care environments. Conclusion: the high temperatures of ventilator gas temperature and room ambient temperature affected humidity performance. Hotter temperatures will result in a reduction of humidity generation as the temperature difference of the humidifier to ambient reduces. The humidifier was not malfunctioning. The instructions for use for the mr850 state an operating ambient temperature range of 18 to 26 degrees celsius.